Manufacturer narrative:
Additional information received: it was reported that it was difficult to determine if the type iii endoleak was type iiib fabric tear/hole and which device contained the endoleak. The cuff and the limb extension were implanted in the left side of the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak could not be assessed on the pre-implant films returned; therefore, the subtype and cause of the endoleak could not be determined. Post-implant cts were not available for assessment of the endoleak and stent graft in vivo configuration. Selective angiograms, including endoleak interrogation (i.e. Injecting contrast from several levels within the stent graft) to help determine the source and rule out other potential endoleak sources were also not available for review. While an acute type iiib endoleak is unlikely to have occurred at index, this endoleak type cannot be fully ruled out, as calcification , which can lead to acute fabric tear, was present within the abdominal aorta and iliac arteries. On the other hand, the relining of the stent graft would have likely resolved this type of endoleak . The same resolution would have been expected in the case of a type iii endoleak due to com ponent separation. It is possible that this was a type IV fabric endoleak due to fabric porosity or a type ii endoleak from collateral vessels feeding the aneurysm sac, but this could not be confirmed. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 23-24mm aaa.  It was reported during the index procedure, an early type iii endoleak was visualized during completion angiography. The endoleak was treated with extra ballooning  and the placement of a etcf2828c49ee v31072515 and etlw161093ee v30925721 across the fabric disruption. This did not resolve the endoleak.  Per the physician the cause of the endoleak could not be determined.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1610c124ee; serial/lot#: (B)(4); ubd: 05-mar-2025; UDI#: (B)(4); product ID: etlw1613c93ee; serial/lot#: (B)(6); ubd: 07-mar-2025; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.